Event description:
The catheter is "too stiff". The customer reports that the pt had the torque-line thermodilution catheter inserted prior to a surgical procedue. It was reported that during pt transport from the operating room to the recovery room, the pt had an episode of ventricular tachycardia and suffered a slight stroke. The ventricular tachycardia was treated with unspecified medication and the catheter was repositioned because a chest x-ray revealed that the catheter migrated back into the right ventricular. The pt was discharged on an unspecified date and it was reported that the pt did not have any residual effects from the stroke. The pt was thought to be "okay". Multiple attempts have been made to obtain additional info from the customer, but no info has been made available.